Event description:
It was reported that the user was frequently pausing insulin delivery and was erratic with meal announcements while using an ilet system paired with a dexcom g7, which led the care team to recommend and perform a factory reset; the user then refilled and primed the set, resumed insulin therapy, entered body weight, and continued use. Symptoms included episodes of both low and high glucose as implied by the need for oral glucose and corrective actions with meal announcements. Glucose values reached a peak of 296 mg/dl with a reported low of 48 mg/dl. Outcomes included transient glucose excursions without reported clinical intervention, hospitalization, or adverse sequelae. Investigation included review of user-reported history and troubleshooting with education on best practices. Investigation of this case revealed user technique and usage patterns inconsistent with recommended operation, for which a factory reset and re-onboarding were completed. It was concluded that the device functioned as designed and that user behavior contributed to the reported glucose variability, with resolution through reset, proper priming, and reinforcement of correct use.